Event description:
During repair of left leg quadriceps tendon rupture, the drill bit tip fractured in the patella. Retained drill bit tip in patella confirmed on xrays. The benefit outweighed the risk and the surgeon chose to leave the drill bit tip in the patella.